Event description:
The patient reportedly experienced pain related to the cochlear implant. She is unable to use her device. The examination was discontinued due to the patient's discomfort when the device was being measured. Revision surgery will be scheduled.